Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the unit of measurement setting of their freestyle meter changed. The customer's meter was returned and testing confirmed the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.